Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. A faulty non-olympus lamp was causing the spare lamp to turn on expectantly. The non-olympus lamp was showing a life meter of 400+ hours. Evaluators tested the subject device with our own olympus lamp, and the unit functioned normally. Additionally, scratches were present on the top cover. The unit needs the main power switch to be updated. A worn out socket slider switch was causing intermittent use of high intensity mode. The fan and air pressure were functioning properly during testing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his evis exera iii xenon light source because it would go on standby mode and the light would go dim during cases. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the main lamp would not ignite, but the spare would. This report is being submitted to capture the main lamp failure noted during the evaluation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon ¿the main lamp did not light up, but it went to standby¿ likely occurred because a non-olympus lamp was installed and broken. The event can be prevented by following the instructions for use which state: "never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire." Olympus will continue to monitor field performance for this device.